Manufacturer narrative:
The customer's personal information and the model# were not provided.

Event description:
There was a 90mg/dl difference between the customer's blood glucose reading on the contour next ez and the doctor's meter. The specific results were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Strip information was not provided. Product was not expected to be returned and it was not replaced.